Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The current blood glucose level was 48 mg/dl and other relevant blood glucose level was 93 mg/dl and 88 mg/dl, the customer was declined troubleshooting. The customer was treated with drinking some juice. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did used auto mode feature at time of low blood glucose event. The insulin pump will not be returned for analysis.